Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top case was cracked by the tube holder, the bottom case was cracked by the l bracket pole clamp, and there was visible contamination. A review of the event history log (ehl) identified primary audible alarm post and auxiliary control unit (acu) watchdog failure as a sympathy alarm. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker and interconnect board as preventive measure and performed self-test/occlusion test.

Event description:
It was reported that the pump exhibited an audible alarm post failure. No patient injury was reported.